Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "totally disintegrated" and textured to smooth implant exchange.

Event description:
Physician reported right side textured to smooth implant exchange. Upon the explant surgery, physician found the right device "totally disintegrated." Device was explanted.

Event description:
Physician reported right side textured to smooth implant exchange. Upon the explant surgery, physician found the right device "totally disintegrated." Device was explanted.

Manufacturer narrative:
Correction b3: 09/feb/2022. Additional, changed, and/or corrected data.